Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: evaluation revealed that the keypad buttons were unresponsive to button presses. The keypad cover was and the contrast button contact was missing. The keypad flex connector was found to be damaged. Evaluation also revealed a crack in the battery compartment and cartridge compartment. Animas corporation(B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed that the keypad buttons were unresponsive to button presses. The keypad cover was and the contrast button contact was missing. The keypad flex connector was found to be damaged. Evaluation also revealed a crack in the battery compartment and cartridge compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 22-jan-2018.